Event description:
It was reported that the physician was not able to remove the lead connection form the implantable neurostimulator (ins) even after removing the screw. It was noted that the connection lead finally broke into the ins. It was further noted that the goal of the revision surgery was to add a 20 cm extension between the lead and the ins. It was further noted that the lead and the ins would be replaced on the day following report. It was noted that extensions would be added. It was noted that actions required as a result of the event included surgical intervention. It was noted that patient symptoms included less than 50% therapy relief. It was noted that the patient¿s status at the time of this report was alive with no injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the lead or lead parts were stuck inside the connector port. Analysis of the lead found the proximal end of the lead was not fully seated in the ins connector port. It was noted the proximal end of the lead was broken off inside the #8-15 connector port. It was noted the #0 conductor was broken due to overstress/damage at the #0 connector. It was noted the #1-7 conductors were broken off at the proximal edge of the #0 connector.